Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 70-100mg/dl fasting. Verified test strips expire 10/31/217. Customer's test strips are being stored in the kitchen area and opened vial date is 08/20/2015. Customer performed a back to back blood test 147mg/dl and 141mg/dl. Reviewed meter memory (B)(6). Customers concern:166mg/dl; 177mg/dl. No adverse event reported. Customer explained that her meter never reads higher than 80mg/dl to 100mg/dl in range but recently she noted that the meter display results higher than 130/150mg/dl and that has her concern. Customer detailed that a week ago she had her blood work done and her physician did tell her that he plans on increasing her glyburide/metformin 500mg because her laboratory results came back high.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 70-100mg/dl fasting. Verified test strips expire 10/31/2017. Customer's test strips are being stored in the kitchen area and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 147mg/dl and 141mg/dl. Reviewed meter memory: (B)(6). Customers concern: 166mg/dl; 177mg/dl. No adverse event reported.